Event description:
Reporting status: malfunctions. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the om of the lcx with mild tortuosity, moderate calcification and 90% stenosis. The balloon ruptured at 14 atm when inflated. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - product performance engineering reviewed the incident information. Balloon ruptures can be affected by numerous factors. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on lin and a sampling of units are rupture tested prior to release. Reportedly, the target lesion was mildly tortuous, mildly calcified and 90% stenosed. It is likely that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. There are no indications of a product quality deficiency.